Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he insulin pump buttons were sticky and unresponsive. Customer blood glucose level was unknown. Customer also state that the reservoir was cracked and screen scratches making screen hard to read. The device will not be returned for analysis.